Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The investigation could not be completed. No conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined, that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the disassembly process the ball tipped of the t-handle ball hex screwdriver broke, at the end of a tfna surgical procedure. Procedure was successfully completed with fifteen (15) minutes surgical delay. No patient consequence. Concomitant device reported: cannulated connecting screw (part:03.037.010 lot# unknown; quantity: 1); complete radiolucent insertion handle (part:03.037.012 lot# unknown; quantity: 1). This report is for one (1) t-handle ball hex screwdriver 8mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.